Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the goal was to land the pipeline at the internal carotid artery (ica) terminus distally and allow the pipeline to cover the neck of the aneurysm and end proximally around the ophthalmic segment. The first pipeline would not open distally. There were repeated attempts to recapture and re-deliver this device although it was not opening at all. The first pipeline was then removed and a 5x12 pipeline device was attempted. The second pipeline also showed the same laziness to open distally and was also given multiple attempts to re-capture and deliver. The second pipeline was also removed successfully. It was then decided to stop for the night and attempt a 3rd attempt the next day. On the next day, they were successful in implanting a 4.5 x 12 pipeline in the target landing area. The phenom plus catheter that was used was accidentally discarded. Both pipelines were used for an indication that is approved and the pipelines and any accessory devices were prepared as indicated in the IFU. The catheters were flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the right posterior communicating artery with a max diameter of 8 mm and a 4 mm neck diameter. The landing zone was 3.8 mm at the distal end and 4.4 mm at the proximal end. It was noted the patient's vessel tortuosity was severe. Access vessel was the right femoral artery. Dapt was administered. The device was fully apposed post procedure.

Event description:
Additional information was received from the manufactures representative (rep) who reported that the pipeline was not placed in a vessel bend when it failed to open, it was in a straight segment.

Manufacturer narrative:
H3: analysis of the ped2-500-12 (lot#: b285899) found the phenom-27 micro catheter compatible for use with the pipeline flex embolization device. The pipeline flex assembly was not returned. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid ends were found to be open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.